Manufacturer narrative:
MFR tested returned reagents on returned instrument and was unable to duplicate the problem. Negative sample results were as expected. Device is performed per specs.

Event description:
False positive hcg results on the clinitek status+. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.